Manufacturer narrative:
Depuy mitek has received and evaluated the returned product. The distal tip of the device, one of the teeth had fractured off as reported. The remainder of the tooth of the device appeared bent inwards and stressed. Otherwise, the device appeared thoroughly used, but in it's designed and manufactured condition. One hypothesis is that the tooth was bent inwards during handling and upon insertion of the drill bit, the tooth fractured off. All the pieces were retrieved from the pt and there were no pt consequences. However if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. This is the first complaint of this nature for this product. Therefore, based on complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The facility is reporting that during a shoulder procedure, the distal tip of the drill guide broke off into the body of the pt. They were able to retrieve the fractured piece from the pt and complete the case successfully without further incident or consequence to the pt.